Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided by the account for review. A specific cause for the alarms could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook (rev. D) also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called to report that they were feeling short of breath and lightheaded. They were instructed to report to the emergency department (ed) and the patient reported to an outside hospital. Prior to arriving at the ed, the patient¿s family called back to report that the patient was having low flow alarms and they were unresponsive. The family was instructed to call 911. Thirty minutes later additional information was received to report that the patient had arrived in the ed unresponsive in asystole with the pump alarming. Resuscitation attempts were unsuccessful. The cause of death was unknown. Whether the outcome was device or therapy related was unknown. As of (B)(6) 2023, no cause of the patient's low flows were identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by the customer. Whether the outcome was device or therapy related was not provided.